Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent pump exchange for infection. No other information available at this time. The pump will be returned for analysis. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were discovered and a specific cause for the reported infection could not be conclusively determined through the evaluation of the left ventricular assist device (lvad). The device was returned assembled with the pump cable cut approximately 3¿ from the bend relief and the severed portion was returned. The modular cable not returned. The sealed outflow graft and the sealed outflow graft bend relief were not returned. The apical cuff was not returned. Visual examination of the blood contacting surfaces upon the disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The lvad log file data retrieved from the device contained no atypical events and appeared to show the pump operating as intended with stable estimated pump flow values. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.